Manufacturer narrative:
Report confirmed. The exhaust hose on the returned mr7 motor was ruptured just behind the swivel on the motor. It was noted that components of the hose assembly were not the original motor components. The high pressure hose and associated crimps were not the correct material. The exhaust hose was slightly larger in diameter than a factory installed hose. It was also not correctly attached to the motor. The motor was disassembled and the rotor housing had excessive corrosion. It was documented that the facility had used a 3rd party repair company to previously repair the motor. On follow up, information provided was that there was no injury. It was reported that the doctor's finger hurt for a moment; it only startled him. It was also reported that all pieces of the hose were accounted for and the motor was not near a patient when the hose ruptured.

Event description:
It was reported that "motor hose ruptured during surgical procedure. Hospital has been using a third party to repair the motor. The resident was hit by the hose when the rupture occurred. There was no patient impact. Device was returned for repair within last ten days. Hospital requested date of manufacture." No patient impact was reported.